Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant and the issue began on thursday or friday. Patient mentioned they went to charge their implant on thursday and the implant read 0%. Patient thought they forgot to charge their implant but they didn't think so. Patient charged up the implant to 100% and on friday it was 'dead' but was still reading 100% charge. Patient charged the implant up to 100% but the implant had been 'dead'. Patient did not have their equipment during the call so agent could not confirm the implant/equipment battery levels. Patient called back with their external equipment ready. Patient reiterated that the ins has not worked since the day after thursday. Patient noted that they charge daily and it has been working fine but then decided it didn't want to. During call, patient started a recharging session and reported excellent connection, ins battery at 100% and therapy off. Agent reviewed how to turn stim on and patient did so during the call. Patient then noted that this is the first time they felt stimulation in their back since thursday. Patient mentioned that they turned the therapy up because it wasn't doing much good. Patient said now the ins battery discharges 50% in one day so they need to charge the device daily and need to keep stim up high in order to feel anything. Patient then connected to the my stim rc app and reported therapy on, group a 7.7, 8.2 on program 2, and group b at 10 and 12. Agent reviewed that if ins battery depletes patient will need to remember to turn stim on after ins is recharged.